Manufacturer narrative:
This report will be updated if additional information is received or if the device is returned for analysis. The device has been returned; analysis is pending.

Event description:
Boston scientific crm received information that this guidant cardiac resynchronization therapy-defibrillator (crt-d) displayed an end of life (eol) indicator associated with an extended charge time. This device is included in the mid-life display of replacement indicators advisory population initially communicated 3/10/2007. There were no adverse patient effects reported. The device subsequently was explanted and replaced with a boston scientific crt-d.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device's programmed parameter settings and therapy history were used to estimate expected battery use to date, then compared to actual use. Our initial analysis showed this device met longevity projections per programmed values; however, the device experienced a shorter-than-expected time period between elective replacement and end of life replacement indicator statuses, which may be an indication of an out-of-specification condition. Additional analysis is pending.

Manufacturer narrative:
Upon return to boston scientific crm's post-market quality assurance laboratory, a review of device memory revealed the device declared its elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. Review of device memory revealed it also declared its end of life indicator (eol) after experiencing a charge time greater than the extended mid-life eol 30-second charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, lab analysis and testing showed eri and eol were triggered earlier than expected by extended charge times due to a higher-than-typical build-up of device internal battery impedance. Analysis confirmed that all therapies were available. This issue is discussed in the quarter 2, 2010 version of our product performance report.